Event description:
It was reported that the ventricular lead exhibited high thresholds. The lead was capped and replaced. There were no adverse events for the patient. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.